Event description:
During cardioplegia recirculation, it was noted that the water in the ice bucket containing the coil has turned pink. Upon examination, small droplets of blood were visible on the coil. The product was changed out and there was no detriment to the pt. Further conversation with the perfusionist confirmed that the pt was fine.